Event description:
It was reported to medtronic neurosurgery that after the operation, the patient didn¿t improve. According to the report, the physician opened the cranium for checking and found that the valve was leaking. The report stated that the physician replaced the valve with a new one at once. Reportedly, the valve was not leaking when tested by the physician before the operation.

Manufacturer narrative:
The valve was patent. It met the requirements for siphon, pressure-flow and pre-implantation testing. The device did not meet the requirements for leak testing due to a tear near the proximal occluder. It is unknown how or when the damage occurred. The valve did not meet the requirements for reflux testing. There was crystalline debris observed in the interior and the exterior of the valve. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. Also, debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).